Event description:
Per the clinic, the patient experienced intermittencies and subsequent no sound to the internal device.troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on october 3, 2022.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on december 8, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with a new device during the same surgery. This report is submitted on november, 04, 2022.